Event description:
Caller reported inform blood glucose results of 514 mg/dl and 236 mg/dl, lab result 221 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Caller reported the system had passed routine, valid control testing. A request was made for the return of the strips.